Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: (B)(6) was notified of the adverse event. On (B)(6) 2014, a hemicolectomy was performed. On (B)(6) 2014, post-operative dehiscence of the abdominal wall occurred which required a surgical intervention. The number of defective units is not mentions in the report for this event. Additional information requested via email: due to the suture line rupture: was there any bleeding of 500cc or more: no. Was there any unanticipated tissue loss: no. Was the incision extended by more than one inch: yes. What is the current status of the patient: good condition. What is the patient age, weight, gender: (B)(6) (already reported), male, (B)(6) kg.